Event description:
It was reported the customer was hospitalized with high blood glucose. The details of the hospitalization was not provided. The caller stated the insulin pump had an unexpected restart alarm and an external error alarm on the insulin pump. Customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.